Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 94.5 mcg/day) via an implanted pump. The patient¿s concomitant medication was noted to be oral baclofen 20 mg five times daily. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that about three weeks ago, the patient had the pump refilled for the first time since it was implanted. After the refill, she started having signs of itching and baclofen withdrawal. She had that batch of medication removed and new medication inserted into the pump with no change. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was performed and was deemed unsuccessful because they could not aspirate. The patient was taken to surgery to replace the catheter. Once the surgeon had the pump pocket incision made and could visualize the cap (catheter access port), he accessed it with the purple needle and successfully, without any difficulty, aspirated 4 ml of fluid. The managing physician was then called with the findings for his thoughts, and he felt strongly that the patient¿s catheter in some way was compromised and that the patient had withdrawal symptoms prior to the surgery. The surgeon then replaced the catheter. The pump was not replaced. The pump logs were run and reviewed and did not show any abnormal activity such as a motor stall and the patient denied ever hearing the pump singing/alarming. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. It was noted that since the catheter was patent upon surgery, they were suspicious of the medication that the clinic received from the pharmacy in a syringe and if perhaps that was the probable cause of the withdrawal.

Manufacturer narrative:
H3: the catheter was returned, and analysis identified kinks in the catheter body and a hole in the catheter body. The hole in one of the kinks had leaking which was seen during pressure testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.